Event description:
It was reported that a spectrum pump had false air-in-line alarms. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported air-in-l;ine alarms through the history log, but could not reproduce it. The device was operating out of specification with respect to the reported symptom. The upstream sensor was calibrated.